Event description:
It was reported that the patient experienced recurring incontinence due to fluid loss from the balloon of an artificial urinary sphincter (aus). The aus balloon was explanted and a new aus balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Was a leak in the balloon sphere at the adapter junction that was the result of fatigue and avulsion. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence due to fluid loss from the balloon of an artificial urinary sphincter (aus). The aus balloon was explanted and a new aus balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.